Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple attempts were needed to unlock the pump and the touchscreen was reported to be unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer had insulin pens available for alternate insulin therapy.